Event description:
Additional information received from the patient reported that they had an appointment with their healthcare provider (hcp) on (B)(6) 2016 and had their device reprogrammed. The patient stated that they met with a manufacturer representative a few days prior to their appointment and had their device reset. The issue was resolved.

Manufacturer narrative:
Other applicable components are: product ID 97754, serial# (B)(4), product type: recharger.

Event description:
Information received from a patient reported that they were having difficulties charging their implantable neurostimulator (ins). The patient reported that they haven't been able to charge their ins since two days prior to the date of this report. It was also reported that the patient had a "reposition antenna" screen displayed on their recharger. Troubleshooting steps were performed but didn't resolve the issue. It was noted that the patient was able to communicate with other external devices. It was also reported that the patient saw a "low ins battery" error message on their patient programmer. The antenna locate (al) feature was used and resolved the issue. In addition, the patient also reported that their ins battery was very low and they couldn't power the ins on. It was recommended that the patient charge the ins to full and check it using the programmer. The patient reported that their legs started to hurt since they turned stimulation off on (B)(6) 2016 to preserve ins battery. The patient further reported that they saw a power on reset (por) error message on their recharger on the date of this report. Additional information provided on (B)(6) 2016 reported that the patient was frustrated with the recharger not holding a charge. The patient stated again that they couldn't charge their ins and were in a lot of pain as a result. The patient declined troubleshooting over the phone and stated that they just wanted somebody to come check their device. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.